Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter did not retract the needle properly when the button was pressed, causing the user to accidentally stick their left thumb with the contaminated needle. The following information was provided by the initial reporter: "after placing a 22g IV into the patients left hand, the needle did not retract properly when the button was engaged to do so, as it normally does, causing this individual to inadvertently stick himself with the exposed, contaminated, needle in left thumb. After depressing the needle a second time, more forcefully, it retracted.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 09-jan-2023. H6: investigation summary: bd received 1,023 insyte autoguard 22 gauge devices from lot 2229934 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer found that two of the devices appeared to have been used needle assemblies and the remaining units were still inside of their sealed packaging. Next, the quality engineer visually inspected the returned units and observed that the used units were not retracted and inspected them closer. They were placed under a microscope for closer examination but the engineer was unable to identify any defects that could have caused a retraction failure. Next, the engineer attempted to retract the used units and retraction was successful with no resistance or delay observed. Finally, the engineer selected a random sampling of the sealed units and performed the same microscopic inspection and testing. No issues were found during inspection and each unit successfully retracted with no delay or resistance felt. Therefore, based off the visual/microscopic inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during inspection a definitive root cause could not be determined. However, the manufacturing facility has identified a trend for retraction failure and an investigation has been opened by the manufacturing facility to correct this issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter did not retract the needle properly when the button was pressed, causing the user to accidentally stick their left thumb with the contaminated needle. The following information was provided by the initial reporter: "after placing a 22g IV into the patients left hand, the needle did not retract properly when the button was engaged to do so, as it normally does, causing this individual to inadvertently stick himself with the exposed, contaminated, needle in left thumb. After depressing the needle a second time, more forcefully, it retracted.